Event description:
After 15 months of implantation, this ICD was explanted and returned because it was reported that the charge time was >40 seconds. It was also reported that the battery voltage was still around 6v.